Event description:
Technician alleged that there was an intermittent ground loss on the foot board control panel.

Manufacturer narrative:
Technician found the ground pin loose on the power plug. Technician replaced the power plug, but bed still had ground loss. Technician reseated the connectors on the power and logic board and replugged in the power plug to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.